Manufacturer narrative:
The insulin pump had a blank display and a hot battery due to a bent battery tube spring. The functional testing could not be performed due to the blank display. The motor passed the motor test. The insulin pump had a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer had a blank display and the insulin pump is warm. Customer's blood glucose level at the time 424mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)